Event description:
The caller states that the front mounting bracket has snapped off of the frame. The caller has no further information to provide.

Manufacturer narrative:
Follow up to be sent if additional information is received.